Event description:
I had hernia surgery with marlex mesh in september of last year. Since I have been in constant chronic pain in my abdomen and testicles. After the third visit to the surgeon he stated that there is nothing clinically wrong and I was fine. He abandoned me. I went to a urologist and he said my bladder was functioning well. I went to an orthopaedic specialist, as recommended by my family physician, after a few MRI's I had and he insisted go back to my surgeon. He still said nothing wrong. I went to two pain clinics and they both said I had an entrapped nerve due to the scarring from the surgery. I'm currently on pain medication and still have problems when it wears off. I do not want to live on pain med's for the rest of my life! Do I remove the mesh? I haven't a clue! The mesh was made by marlex. I need some help here!